Event description:
It was reported that the pacer-dependent patient presented to the emergency room with pocket infection. On (B)(6) 2024, the physician explanted the whole system- implantable cardioverter defibrillator, right atrial (ra) lead, right ventricle (rv) lead and left ventricle lead. The patient was dependent with a temporary rv lead via jugular connected to an external temporary pacemaker. A new system of implantable cardioverter defibrillator (ICD), ra lead and rv lead was implanted on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.